Manufacturer narrative:
Pir: 333933 (11 of 11).

Event description:
A customer alleged that the safety shield on the sideport knife 1mm angled w/safety 10/sp was identified as retracted and a tech pricked her finger. No medical intervention was required.

Manufacturer narrative:
The UDI number was added to this report and the following sections were updated : type of investigation. Investigation findings. Investigation conclusion. (11 of 11).

Manufacturer narrative:
The UDI number was updated. 11 of 11.